Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Device monitored for 3 days. No time/clock anomaly noted during testing. Device received with cracked keypad overlay, keypad overlay texture damage, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s clock had slowed down. No harm requiring medical intervention was reported. The device will not be returned for analysis.